Event description:
A facility representative reported that the system with laser high voltage excessive in the unknown eye of a patient, during surgery.

Manufacturer narrative:
H.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Most recent onsite visit from field service engineer performed and signed service installation record. System meets specification as per service installation record. Review of the logfile for the day of treatment shows no relevant error messages or warnings. During the start-up the system passed all initialization steps without any relevant deviation. The user skipped gas change and performed scanner test and the necessary energy check, eye tracker and fluence test without any issue. The logfile shows ten successfully performed treatments. The reported treatment could be identified in the logfile. Logfiles shows the following error during treatment (right eye). Afterwards, the treatment was cancelled by user. After this, a gas change and energy check were performed, but the energy check could not be completed due to an energy check error. Afterwards, an energy calibration was performed by service engineer and the energy check was completed successfully and the necessary calibration checks were performed. Afterwards, the surgeon was able to continue with the treatments. The treatment of the patient's right eye was repeated and was successfully completed with one interruption. The treatment for right left eye was reloaded and treated again, the rest of the remaining shot list was fired. The user has performed an energy check before this patient. No further error messages were recognized. During onsite visit the field service engineer replaced uninterruptible power supply batteries and gas bottle. Field service engineer performed system verification as per service installation record. As part of the service installation record, field service engineer also performed energy calibration, checked the laser high voltage values and energy values. The replaced uninterruptible power supply batteries are not related to reported issue. Requested the reason of the replacement of the gas bottle from field service engineer, if the gas cylinder was empty or it was replaced as a preventive measure, but not provided. Root cause for the reported issue could not be determined conclusively. Most probably the gas bottle was empty; or the room conditions have shifted during the day (e.g. Air conditioning has been switched on, humidity has increased), which could influence the nitrogen level and lead to the reported problem. The manufacturer internal reference number is: (B)(4).